Event description:
It was reported that the balloon blade was lifted. The patient presented with renal artery stenosis and underwent a percutaneous transluminal renal angioplasty. The 75% stenosed target lesion was located in the moderately tortuous renal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During withdrawal, it was noted that the blade was damage and got lifted. The blade was almost coming off when it was extracted after deflation. The device was completely removed using the usual method without any problems. No complications were reported, and patient was in good condition after the surgery.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination found that the balloon was not folded which indicates that the device was subjected to positive pressure. Two longitudinal tears of equal length creating a flap in the balloon material was identified beginning at the distal section of the balloon and extending approximately 15mm proximally. Part of the balloon was separated with the blade attached. No issues noted with tip of the device. A visual examination observed that one of the blades was full bonded and attached to the flap of balloon material. All other blades were present and fully bonded to the balloon surface. A visual and tactile examination of the hypotube found multiple hypotube kinks. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon blade was lifted. The patient presented with renal artery stenosis and underwent a percutaneous transluminal renal angioplasty. The 75% stenosed target lesion was located in the moderately tortuous renal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During withdrawal, it was noted that the blade was damage and got lifted. The blade was almost coming off when it was extracted after deflation. The device was completely removed using the usual method without any problems. No complications were reported, and patient was in good condition after the surgery.